Manufacturer narrative:
Follow-up #1 date of submission 03/24/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/06/2014 with the following findings:during a visual inspection of the pump, moisture was observed behind the pump display lens. A leak test was performed and failed due to a crack in the pump casing. The pump was powered on and the display screen was blank due to the moisture; however, audible tones and vibration were emitted.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter stated that the user went swimming with the pump, and moisture appeared behind the display lens. No damage to the pump casing was reported that could have allowed moisture inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.